Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the screw socket for the drawer latch had been ripped off. A technical support specialist confirmed that the field service engineer tried to secure the screw bracket to the drawer to resolve the issue. Although it was implemented at the moment, it does not serve as a long-term solution to the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 4 did not close properly at 3s, which hindered users from accessing medication for a patient. The customer indicated that this malfunction caused delays in medication administration, adversely affecting patient care and operational efficiency. Additionally, it led to congestion around the device, making it challenging for other nurses to access their required medications in a timely manner. This particular drawer holds numerous essential medications. There were no adverse events or injuries reported based on this event.